Event description:
The patient reported that there had been a few times she heard a beeping sound ¿like a truck backing up¿. The first occurrence was a few weeks prior to the report. They stated it sounded like the beeping was coming from their body, so they thought it was the pump. The patient stated the beeping was random. The patient heard the beeping when getting in their cart at the store, when riding in their car, and when they were lying down watching television. The patient stated that about thirty minutes after they heard the beeping ¿they passed out¿. The patient stated ¿it was like something hit the patient and she got the medication all at once¿. The medication used within the system at the time of the report was dilaudid, though the patient had morphine prior (date of medication change not provided).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).